Event description:
The international customer reported that the ventilator went vent inop and alarmed. The unit had been received after shipment from a remote service facility. The device was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported vent inop occurrence. The service technician replaced the data acquisition pcb to complete the repair. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.